Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non function. A spectranetics lead locking device (lld) was inserted into the lead to provide traction, along with use of suture to provide additional traction. The physician used multiple tools to attempt extraction, including a spectranetics tightrail rotating dilator sheath and a spectranetics 16f glidelight laser sheath, which failed to progress past the proximal end of the lead's distal coil, the last device in use being the 16f glidelight. The physician removed the glidelight from the patient's body and capped the lead. Approximately 5 minutes after removing the glidelight and while preparing the replacement lead for re-implantation, the patient's blood pressure dropped. Rescue efforts began immediately, including sternotomy and bypass. A superior vena cava (svc) perforation was discovered; however, multiple attempts to graft the area failed. The patient did not survive. This report captures the 16f glidelight in use when the svc perforation occurred, requiring intervention but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
Patient's weight unk. Other relevant history unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.